Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during attempted implant of this lead, high thresholds and low sensing were noted. The field representative reported there had been placement difficulty and upon removal from the patient, helix end damage was observed. The lead was unused and discarded. Another lead was selected to complete the procedure in absence of any adverse patient effects.